Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381044 and lot number 5064038. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When inserting the catheter, the chamber filled with blood until it overflowed and it was impossible to retract the canula by pressing the push button. Risk of major aes current patient status: no risk to the patient risk of aes to the professional actions taken in the healthcare facility to manage the patient: catheter change reporting, follow-up if incident recurs.